Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was transported by ems (emergency medical services) to the ER (emergency room) and subsequently hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached >500 mg/dl while wearing the pod. Symptoms reported include hyperglycemia, slurred speech, hypokalemia, and hypophosphatemia. The patient was treated with intravenous fluids, potassium, and phosphorus. The pod was removed in the ER. The patient was discharged after 5 days. The patient reported his omnipod 5 pdm (personal diabetes manager) would not turn on, therefore inhibiting the ability to give insulin via his pump. Patient reported giving insulin injections in attempt to manage his blood glucose without success. The patient also reported he was taking jardiance at time of hospitalization, which may have been a contributor to his dka.